Event description:
It was reported that the user received repeated device alerts indicating a stalled motor, with an occlusion suspected and only resolved after an infusion set and supply change; a dry run was successful, and the user, completed a guided supply change without impact to blood glucose. Customer care agent provided support that included troubleshooting with a successful dry run and infusion set replacement. Investigation of this case revealed that the alert cleared after replacing supplies, consistent with an infusion set-related occlusion that did not recur after the change. No symptoms during the event reported. Outcomes included no interruption to therapy beyond the alert episodes and no need for medical intervention. It was concluded that an infusion set occlusion likely led to consecutive stalled motor alerts, and that replacement of the infusion set resolved the issue.